Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump was infusing blood at 100 ml/hour. 2 hours into infusion, the bag was approximately 3/4 full, but the bag should have been half full at that point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.